Event description:
It was reported that when attempting to flush the 2.0 x 200mm armada 14 the wire lumen was blocked. An attempt to flush the balloon was made; however, the balloon could not be flushed. The balloon was set aside and a new armada balloon was used without problems. There was no patient involvement. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Analysis of the device found a crack in the hub distal to the proximal end, for a length of 9mm. A proxy syringe, filled with water, was used in attempt to flush the balloon catheter. The balloon catheter was unable be flushed, as fluid was leaking from the crack in the hub.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis and the reported blockage was not confirmed. The inability to flush was confirmed due to the cracks in the hub resulting in leakage. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.